Event description:
It was reported to philips that the device experienced defective capacitor. There was no report of patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. The fse repaired the unit onsite and it passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.